Manufacturer narrative:
This report is submitted on august 15, 2017.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, to reposition the device due to incorrect placement of the electrode array.